Manufacturer narrative:
Ge healthcare has contacted the customer multiple times, however, no further information has been provided. The ventilator could not be identified. User filed medwatch # mw5055463. Date of device manufacture unavailable at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit stopped ventilating. There was no reported patient injury.